Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint; and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).

Event description:
A surgeon reported that immediately following intraocular lens (iol) implant surgery, the pt could not see. The surgeon noted "some water between two layers of the lens implanted", and the same night, he performed another operation which he described as "air injection for a temporal decement detachment." Three months following these procedures, the pt's vision is poor and her eye opening is smaller with some reddishness in the eye. The surgeon reported that he told the pt that "it will take some time before the operation absorbs the water" and he assured that "100% vision will return in short time." Add'l info has been requested.